Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
It was reported that a quantity of 2 units from lot number 178789 and 1 unit from lot number 176625 were implicated in the event. Please refer to medwatch report number 2936485-2012-00135. Add'l info will be provided once the investigation has been completed